Event description:
Reporter stated that a neonate's blood glucose was measured, on the performa system, with a result of 1.3 mmol/l. The neonate's blood glucose was reportedly retested, on a laboratory instrument, with a result of 2.7 mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in foreign country.